Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause; unable to determine. Source; phone.

Event description:
Reported 1 false negative sars result for one symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).